Event description:
Review of unpublished literature representing results of a surgeon's observations and experience identified the possibility of adverse events having occurred. Follow up of observations from literature identified that a pt suffered a dislocation which shifted the acetabular cup. A revision surgery was performed in 2003, to debride a large osteophyte and reposition the cup. The cup was not removed. The medium ball head was replaced with a large ball head for greater stability. Revision surgery was performed during the same hosp stay as the primary surgery (thereby prolonging the hospitalization).